Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 03/20/2009.

Event description:
The facility reported that a patient required a second procedure to remove a fiber from the eye noted/ found at the post-op visit. Additional information has been requested.